Manufacturer narrative:
B3: unknown; no information has been provided to date. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer problem was duplicated. Visual test was performed- found damaged(detach) downstream occlusion sensor (dso) seal. The dso seal was replaced. Functional test was performed- found defective downstream occlusion sensor (dso). The dso sensor was also replaced.

Event description:
It was reported that when loading cassette the device displays the following error: ¿cassette not attached properly. Reattach cassette.¿. There was unknown patient involvement. Patient concern was confirmed. Visual test was performed- found damaged(detach) downstream occlusion sensor (dso) seal.